Event description:
Report received from the USA stating that the device "locked up." The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported problem of "locked up" was confirmed. During the pre-repair assessment, the device was noted to be frozen. If add'l info becomes available, a supplemental report will be sent. (B)(4).